Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. Summary of investigational findings: no product is returned and no imaging is available. Without further information it is not possible to comment on why the user had difficulties deploying the filter, and the exact reason for this cannot be determined. It is noted, however, that the procedure was completed successfully without any adverse event. It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: they placed the filter as per normal and the hook would not release the filter. After some manipulation, the hook finally did release and the filter was placed correctly. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.